Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Der states that the patient fell and the liner was dissociated out of the cup. It was visible on the xrays that the head was sitting asymmetric superiorly in the cup. The surgeon confirmed that the liner had come out and that there was visible wear on the ceramic head. The retrieved liner tabs were worn and the liner was deformed. The doctor thought that the cup locking mechanism was fine so he decided to put in a new liner and a ts ceramic head. He double checked that the liner was seated down with a tonsle and then placed a ceramic head and he then did a stability test, which was fine. Doi: unknown dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the acetabular liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.